Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalized high blood glucose readings. The customer's blood glucose reading was 386 mg/dl. The customer treated with the pump. The insulin pump told the customer that no insulin was needed and she will override the pump. The customer declined to troubleshoot for high readings. The insulin pump will not be returned for analysis.